Manufacturer narrative:
Exemption number: e2014018 . Manufacturing site evaluation: evaluation on-going, device not returned.

Event description:
Country of complaint: USA. It is reported that a powdery substance on the surface of the implant.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8. We made a visual inspection of the implant. Here we found white residues on the implant surface. Additionally we made a visual inspection of the foam insert of the packaging. Here we found black residues. Furthermore we found a frayed foam insert. Batch history review: the root cause is not manufacturing related and therefore an examination of the device quality and manufacturing history records is not necessary. We refer to CAPA (B)(4). Conclusion and root cause: the root cause of the problem is most probably packaging related. Rational: it can be assumed that the residues on the surface of the implant resulting from contact between the implant and the pe packaging component of the primary packaging. We assume that the higher incidence of abrasion and damage of the inner sterile packaging and foam insert is caused by a high level of workload due to several delivery processes. CAPA (B)(4) was opened.